Event description:
The company was informed that the patient's internal device failed. The patient's device was explanted. The company is currently in the process of gathering additional information. When new information is obtained, a supplemental report will be sent.